Manufacturer narrative:
On (B)(6) 2019, additional information was received indicating the patient underwent device removal on (B)(6) 2019. The patient was also involved in a car accident which cause some discomfort to the patient. On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2019, the devices were identified as saline mentor smooth round high profile 460cc breast implants, catalog number 3503460, lot number 5765092 (r) and lot number 5657725. The devices previously reported were from an implantation procedure in 2005. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with saline mentor smooth round high profile 420cc breast implants and suffered several unexplained systemic symptoms, including fatigue, unable to breath, depression, anxiety, swelling, and chronic illness. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Both devices were implanted after the respective sterilization expiration dates for the device lot numbers reported. If additional information is received regarding the implantation date or device lot numbers, a supplemental report will be submitted. This report is for the right side.

Manufacturer narrative:
Device evaluation summary: during visual inspection of the device it was observed with no apparent damage. No anomalies were observed. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer reference number: (B)(4).